Event description:
It was reported that the pump battery would not charge, and despite leaving it plugged into a functioning outlet for 30 minutes, the charging connection remained unstable. There was no adverse impact to the customer's blood glucose level. The customer attempted using a different wall adapter and charging cable, but these did not resolve the issue. As corrective action, tandem technical support decided to replace the pump, verified the shipping address, and instructed the customer on storage mode procedures and the return process for the current pump. The customer confirmed understanding of all instructions and will use multiple daily injections as a backup insulin therapy.